Event description:
It was reported that this event was from voluntary medwatch form that the patient came to clinic with complaints of two batteries given in 2023 not holding charge and their primary system controller having a dimly lit running arrow making the running light hard to read. The mobile power unit (mpu) was also providing an audible beeping when attached to power and not functioning as expected. They also reported a loss of integrity to the modular cable. A registered nurse provided a new primary system controller, a new modular able, new batteries, and a new mpu.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section b5: voluntary medwatch # (B)(4). Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as intended with an audible beeping was not confirmed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. Available information indicates that the mpu was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.